Event description:
I went to the e.r. For eye pain and they sent me to an eye doctor, and gave me medicine, and told me it would help, and it be fine in a couple of days. Neither place did a culture or did any tests to see what was wrong. After that, I went out of town because he said it would be fine. I went to the e.r. For extreme eye pain, and almost total blindness in osage missouri. I got sent to an eye doctor, and a cornea specialist. I had two cultures and neither one came up with any bacteria. About a week into going to the eye doctor, everyday I saw a commerical on the amo product. When I started using it, that's when the pain started, but I didn't think anything of it. The lot number is zb02071, which is similar to the lot number that was recalled. I told my eye doctor and he just shrugged it off. Its been about a month, and I haven't been able to work, because I have been blind in my left eye. Frequency: daily. Dates of use: 2006-2007. Diagnosis: contact solution.